Event description:
It was reported that during an roi-c surgery, when implanting the anchoring plate, it did not enter the cage in the proper trajectory. When impacting the first blade cranial slot to go caudal, the anchoring plate was jammed and broke the anterior portion of the cage. This occurred with two implants. There was a 10-minute delay as two cages were damaged and removed. There was no harm to the patient. This is report one of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3004788213-2023-00120 through 3004788213-2023-00123.

Event description:
It was reported that during an roi-c surgery, when implanting the anchoring plate, it did not enter the cage in the proper trajectory. When impacting the first blade cranial slot to go caudal, the anchoring plate was jammed and broke the anterior portion of the cage. This occurred with two implants. There was a 10-minute delay as two cages were damaged and removed. There was no harm to the patient. This is report one of four for this event.